Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The patient effects, as listed in the instructions for use (IFU), are known adverse event associated with the coronary stenting procedure, and is considered to be forseeable. There does not appear to be any indications of a stent delivery system quality problem. The IFU indicates that this device is contraindicated for patients who have experienced a recent less than 1 week acute myocardial infarction.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. It was reported that this was an acute myocardial infarction (ami) procedure. After pre-dilatation, the pixel stent was deployed in 2006, slow to no flow was observed which led to ventricular fibrillation/arrest; backed up by iabp and pcps. However, the patient expired twelve days later. The physician stated the pixel did not cause the patient's death. No additional event or patient information is available.